Event description:
It was reported the patient experienced a return of symptoms with an increase in pain. The hcp noted more volume in the pump than expected. The estimated refill volume was 8.1 ml and the actual refill volume was 15 ml. No studies had been performed at the time of the report. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.